Event description:
The customer reported that the device 60-6085-201a, vcare 200a, medium, was being used on (B)(6) 2024 during a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, 22 modifier due to difficulty and length of surgery and ¿the vcare manipulator fell apart while still inside of the patient causing a delay of procedure and risk of harm to the patient.¿ per further assessment it was found that "there is no additional information from the operative report" regarding if all components were retrieved from the patient. The patient was "discharged from hospital" with no extended hospitalization.¿ there was no impact or injury for the patient. The procedure was completed. This report is being raised due to the reported injury of possibility of fragments of the device remaining in the patient.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. If the device is returned, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 57 reports, regarding 61 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: there are 5 parts/ components to the vcare cervical elevator retractor; these are 1) the balloon, 2) the forward ¿cervical¿ cup, 3) the back or vaginal cup, 4) the locking assembly with thumb screw, and 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device 60-6085-201a, vcare 200a - medium, was being used on 6aug24 during a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy - 22 modifier due to difficulty and length of surgery and ¿the vcare manipulator fell apart while still inside of the patient causing a delay of procedure and risk of harm to the patient.¿. Per further assessment it was found that "there is no additional information from the operative report" regarding if all components were retrieved from the patient. The patient was "discharged from hospital" with no extended hospitalization.¿. There was no impact or injury for the patient. The procedure was completed. This report is being raised due to the reported injury of possibility of fragments of the device remaining in the patient.